Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient awoke with blood glucose levels of 535mg/dl and had nausea. The patient has reportedly been drinking lots of water. The patient was able to bolus with the pump and their bg level responded. This report is being made based on the allegation that the patient experienced elevated blood glucose levels while on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, a rewind, load and prime sequence was performed successfully without alarms. The force sensor calibration was tested and found to be within specifications. An occlusion was induced during testing and the pump emitted the appropriate alerts. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Device history review: animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.